Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed troubleshooting and found a defective fiber optic cable on the backplane from the patient side cart (psc). The fse replaced the fiber optic cable in order to correct the errors. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Per the review, the following was confirmed: system serial #: (B)(6), event date: (B)(6) 2024, and procedure name/category: gynecology hysterectomy - benign. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed the following possible related system errors: error 307 "node not present: usm compute engine 5 (uce5) in universal surgical manipulator 2 (umc2) ¿ a node configured to be present has stopped responding. (The node was present at startup)", error 40067 "the ac_5b reported a communication error. A packet failed to route correctly." Error 32097 "error occurred, reported by axes controller platform 5 (acp5) (op) ploop macm brake command watchdog (missing message) errors" and error 49432 " rsu package installing failure (reason not defined) rsu reference ID:(B)(4). Additionally, DHR review for the device(s) involved with the reported event is not required as there is no indication of a manufacturing issue. The probable root cause is attributed to a defective fiber optic cable from the backplane located on the psc. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, error 307 was observed followed by error 40067. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified multiple faults on the psc components. The site ended up swapping out the patient side cart (psc) and vision side cart (vsc) and went back to working in the case. There was no reported injury.